Event description:
The customer obtained multiple unexpected vitros valp quality control results using two different vitros 5,1 fs chemistry systems. 5,1 fs #1, qc fluid biorad 1: 33.6 ug/ml vs. 22.93 ug/ml. 5,1 fs #1, qc fluid biorad 2: 94.1 ug/ml, 94.1 ug/ml, 95.1 ug/ml, 59.9 ug/ml vs. 78.03 ug/ml. 5,1 fs #1, qc fluid biorad 3: 98.9 ug/ml vs. 124.19 ug/ml. 5,1 fs #2, qc fluid biorad 1: 31.0 ug/ml, 33.2 ug/ml, 34.9ug/ml vs. 19.42 ug/ml. 5,1 fs #2, qc fluid biorad 2: 89.9 ug/ml, 92.1 ug/ml, 94.8 ug/ml, 103.4 ug/ml, 85.0 ug/ml vs. 70.17 ug/ml. 5,1 fs #2, qc fluid biorad 3: 136.4 ug/ml, 138.0 ug/ml, 149.2 ug/ml vs. 111.72 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to re-occur undetected with patient samples. Patient samples were not run while the quality control results were affected. There was no report of patient harm as a result of this event. This report is number one of four MDR's for this event. Four 3500a forms are being submitted for this event as four devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that unexpected vitros valp results were obtained from multiple quality control samples processed on two different vitros 5,1 fs chemistry system. Acceptable vitros valp performance has been observed using an alternate reagent pack from the same lot. The investigation was unable to determine a definitive root cause. However, the vitros valp reagent packs in use at the time of the event could not be ruled out as a potential contributing factor. The root cause of this event is unknown.